Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's spouse reported via phone call, the insulin pump was stuck on button error and was unable to clear it. Customer's spouse stated the customer may have help the button more than the time allotted as shew as trying to give her glucagon. Customer's blood glucose was 34 mg/dl, spouse treated with glucagon. Customer's spouse believes customer was low because she didn't eat enough. Customer's spouse didn't recall any significant events which may have caused the alarm. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device needed be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump gave a button error alarm after boot up, and had intermittent button response on the act button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.